Event description:
Dealer stated that the cg9701 careguard pad and pump caught fire. No user involvement.

Manufacturer narrative:
Dealer stated that the facility tried to turn on the unit when it allegedly caught fire. No user involvement. New information obtained (B)(4) 2013 from telephone conversation with (B)(4) at (B)(4). (B)(4) stated that when the dealership did the initial set up they plugged the product in away from the bed so it does not interfere with the raising and lowering of the bed. Facility allegedly changed position of the plug causing the power cord to be hit whenever the bed was raised / lowered. (B)(4) mentioned that this is a common practice with the facilities, cords being hit causing damage to the prongs and cords themselves. (B)(4) stated that it is not a malfunction with the product but is the way product was utilized which would have caused the fire, damaged power cord. MDR being filed based on keyword "fire". No malfunction of the product.